Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: on examination, the keypad cover was found to be peeling. On investigation, all the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Additionally, the button contact for the ok button was missing from the keypad. Investigation duplicated the complaint. Unrelated to the original complaint, the display was found to be dim/faded/discolored and the battery compartment cracked from the bumper toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.